Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Auto setup was done which was unsuccessful in all vectors, eventually choosing primary. The device was in the alternate sensing vector when the shock was delivered. Smart pass was disabled and the field representative attempted performing auto and manual setup attempting to activate smart pass was it remained off. Technical services (ts) was consulted, discussed that this indicates small amplitudes. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Auto setup was done which was unsuccessful in all vectors, eventually choosing primary. The device was in the alternate sensing vector when the shock was delivered. Smart pass was disabled and the field representative attempted performing auto and manual setup attempting to activate smart pass was it remained off. Technical services (ts) was consulted, discussed that this indicates small amplitudes. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received the electrode was revised. This s-ICD remains in service. Some myopotential noise was noted to be present. Technical services (ts) recommended to adjust programming to the alternate sensing vector with double gain. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Auto setup was done which was unsuccessful in all vectors, eventually choosing primary. The device was in the alternate sensing vector when the shock was delivered. Smart pass was disabled and the field representative attempted performing auto and manual setup attempting to activate smart pass was it remained off. Technical services (ts) was consulted, discussed that this indicates small amplitudes. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received the electrode was revised. This s-ICD remains in service. Some myopotential noise was noted to be present. Technical services (ts) recommended to adjust programming to the alternate sensing vector with double gain. No adverse patient effects were reported.